Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that an infection developed at the patient's ipg site. Surgical intervention was undertaken in which the patient's system was explanted to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this complaint, attempts were made to obtain complete device and event information.